Event description:
It was reported to boston scientific corporation that a captiflex micro-oval snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, the snare loop broke off inside the patient's colon. The physician was able to retrieve the detached piece without issue and completed the procedure with another captiflex micro-oval snare. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a captiflex micro-oval snare was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, the snare loop broke off inside the patient's colon. The physician was able to retrieve the detached piece without issue and completed the procedure with another captiflex micro-oval snare. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Correction: procedure was performed on (B)(6) 2012.

Manufacturer narrative:
Reported event: snare loop detached. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.